Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head has the bottom piece of the cable detached where the cable connects to the camera. This issue occurred during reprocessing. There were no reports of patient involvement.